Event description:
This case was initially received via regulatory authority (B)(4) (reference number: mw5071341) on 18-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain on my left side where the left side coil was / stabbing pain") and genital haemorrhage ("light bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On (B)(6)2014, 3 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion hospitalization). In 2014, the patient experienced incontinence ("incontinence"), menstruation irregular ("my periods became irregular / missing months at a time"), menorrhagia ("when I did have a period, it was extremely heavy"), menstruation delayed ("missing months at a time"), abdominal distension ("bloating was an issue") and menstrual disorder ("palm sized blood clots"). The patient was hospitalized sometime in 2016. The patient was treated with surgery (had a hysterectomy in 2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, menstruation irregular, menorrhagia, menstruation delayed, abdominal distension and menstrual disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, genital haemorrhage, incontinence, menorrhagia, menstrual disorder, menstruation delayed, menstruation irregular and pelvic pain with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.